Event description:
Patient was revised to address poly wear of the liner. The hole eliminator had migrated through the back of the cup and was seated behind the cup.

Manufacturer narrative:
Examination was not possible, as the devices were not returned. A complaint database search finds no other reported incidents against the only provided product and lot code since its release for distribution. Although unavailable for evaluation, it would not be unreasonable to expect poly material wear after approximately 12.5 years of implantation. The investigation could not verify or identify any evidence of product error with regard to the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.